Event description:
It was reported that patient underwent an unknown orthopedic procedure on an unknown date, and barbed suture was used. During the surgery, after opening the package and before use, it was found that the tip on the other side of the needle was missing. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned product revealed that it was received, one open sample that pertained to product code sxpp1a301. Upon visual inspection of the returned sample, no issues related to the breakage of the needle were observed. The samples were tested for resistance to the needle and met the requirements. In addition, the suture was examined, body fluids at some barbs were found and the sides the fixation tabs were noted to be broken. It should be noted that a 100% inspection is performed via the automotive vision system to ensure the tab is present and complete during manufacturing. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The instructions for use contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.